Event description:
During a ptca treatment procedure, the quantum maverick monorail 12/2.0 mm balloon ruptured at 16 atms. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.